Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The product was received and evaluated. An external visual inspection was performed and passed. The customer complaint is undetermined as analysis would not be able to confirm the complaint nor determine a potential root cause. The allegation was undetermined. The probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2023. On (B)(6) 2023, the patient experienced inaccurate cgm values which occurred 6 days after the sensor had been inserted in the abdomen. The patient experienced cold sweat and nausea and the cgm reading was 110 mg/dl , she took a bg which was 55 mg/dl. Then she immediately called paramedics and lost consciousness. When the paramedics arrived they treated her with IV glucose and took the patient to the emergency department (ed). On the way to the ed the patient regained consciousness and they took a bg reading which was 265 mg/dl and the cgm reding was 95 mg/dl. At the time of the report the patient was at home and doing fine. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. Product has been received but is pending evaluation. A follow up report will be submitted upon completion. No additional patient or event information is available.